Event description:
On (B)(6) 2023, during a procedure for a right unicompartmental knee replacement, the exagonal head screw dia.3x50 mm (9095.11.d50) broke off leaving the threaded end in the patient's knee. The surgeon removed the threaded end and the whole screw was retrieved. Product involved: exagonal head screw dia.3x50 mm (product code: 9095.11.d50 - lot nr: 20at26f or 23at0ps) with the limited information received it was unable to determine which is the lot number effected. Two suspected lot. Numbers: 20at26f and 23at0ps. Event occurred on united kingdom.

Manufacturer narrative:
Checking the manufacturing charts of lot numbers 20at26f and 23at0ps, no pre-existing anomalies were found on the components manufactured with that lot number. This is the first and only complaint reported on the involved lot numbers. A final report will be sent after the investigation is completed.

Manufacturer narrative:
Checking the manufacturing charts of lot numbers 20at26f and 23at0ps, no pre-existing anomalies were found on the components manufactured with these lot numbers. This is the first and only complaint reported on the involved lot numbers. The involved instrument returned for further analysis. The screw was measured and resulted compliant with the specifications. According to our internal analysis the most probable cause of the issue, was an excessive force applied while inserting the screw, leading to bending and final breakage. The section where the screw got broken is small and not resistant to a possible applied excessive bending. In conclusion, considering that: the check of the manufacturing charts did not highlight any pre-existing anomaly on lot numbers 20at26f and 23at0ps the measurements of the instrument were compliant with the specifications. According to our internal analysis the most probable cause of the issue, was an excessive force applied while inserting the screw, leading to bending and final breakage. A definitive root cause cannot be determined for the event, still we can state that the event was not product related. Pms data according to the pms data, the occurrence rate intra-operative breakage of exagonal head screw (product code: 9095.11.d50) is nearly (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR report.

Event description:
On (B)(6) 2023, during a procedure for a right unicompartmental knee replacement, the exagonal head screw dia.3x50 mm (9095.11.d50) broke off leaving the threaded end in the patient's knee. The surgeon removed the threaded end and the whole screw was retrieved. Product involved: exagonal head screw dia.3x50 mm (product code: 9095.11.d50 - lot nr: 20at26f or 23at0ps) with the limited information received it was unable to determine which is the lot number effected. Two suspected lot. Numbers: 20at26f and 23at0ps. Event occurred on united kingdom.